Event description:
A customer reported their AED is prompting a "replace battery pack now warning". They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that the AED is functioning as designed and can stay in service. The AED battery pack was requested to be returned so that it may be evaluated and tested. Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.